Manufacturer narrative:
Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. In this case, the cause of death was listed as congestive heart failure and aortic valve regurgitation. It is possible, in addition to the second tavr procedure, the patient¿s underlying cardiac pathology (e.g. Aortic stenosis, chf and cad) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the (B)(4) trial, the patient expired approximately 27 months post index procedure. The patient¿s son informed the clinical site the patient expired from heart failure 19 days after receiving a second sapien valve. Details of the events leading up to the second tavr procedure and of the tavr itself were previously reported. Please reference related manufacturer report no.: 2015691-2013-21624 and 2015691-2014-00004.

Event description:
As reported through the partners ii clinical trial, the patient expired 19 days after receiving a second sapien valve. Per the information available, after the second tavr procedure, the patient was discharged to a nursing facility where she became hypotensive, with swollen lower extremities and worsening shortness of breath. The patient was tachypneic, short of breath and feeling extremely tired when admitted to the hospital for further evaluation. The patient deteriorated during the hospital stay, with anemia, congestive heart failure with worsening renal function, mental status changes and confusion. The patient was a full dnr. Cardiology was consulted. It was decided to admit her to hospice care because of a worsening condition and advanced medical problems. She expired in hospice care in less than 1 day with diagnoses of congestive heart failure, aortic valve problems, chronic obstructive pulmonary disease, history of hypertension and acute kidney injury. The cause of death, as listed on the certificate of death, was congestive heart failure and aortic valve regurgitation.